Manufacturer narrative:
The technician found the casters were worn from age. He replaced the casters to repair the stretcher.

Event description:
While performing a function check, the technician noticed the brakes were holding but the casters were ratcheting.